Event description:
It was reported that an ilet user contacted support because the device screen would not turn on, and the user planned to attempt charging the device. Symptoms included no clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included troubleshooting education provided to the user regarding charging and device power. Investigation of this case revealed a device not powering on, consistent with a drained battery or power state, with no evidence of alarms or other malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was user charging needed for device recovery from a depleted battery state.